Manufacturer narrative:
This complaint was opened initially on 6/17/2020 and was treated as non-safety. Then, later on 8/3/2020 lumenis received a medwatch report from the FDA (# (B)(4)) describing a product problem at dixie regional medical center in june of 2020 with two (2) moses 200 micron d/f/l fibers (lot #50140120, ref # ac-10030100). The complaint description is as follows; "during a left ureteroscopy, two moses d/f/l micron laser fibers (lot #50140120, ref # ac-10030100) failed with both the new (# 816197) and old (# 234563) holmium lasers. The issue causes a 20-minute delay in patient care in the or. The laser worked normally when using the 365-micron laser fiber." There was no patient injury or complication, just the inconvenience of a delayed procedure while the two fibers were being replaced with a third that worked normally. Three complaints were opened by the customer for this event (2 for the 2 fibers that failed and 1 presumably for the event itself). These are (B)(4). After several attempts lumenis was able to recover the failed fibers and performed a failure analysis on them. The failure observation was; fiber is broken approximately 4" from distal tip. Distal end is burnt / melted and sma also shows burn marks. The root cause conclusion was; operational context - the complaint is associated with a product that meets the lumenis design & manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited. This event has been determined to be a fiber malfunction, however the decision tree has determined that the event is not reportable. A lumenis clinical expert has also provide his comments; these fibers are used in surgeries regularly, and it is the common practice to have additional fibers in the or, like in this case, to complete the case without additional anesthesia or medical intervention. Thus, this event is not reportable. His comments support the decision tree conclusion of not reportable. As a response the FDA medwatch report we have received lumenis will file MDR # 3004135191-2020-00061 for this particular moses 200 fiber referenced in (B)(4).

Event description:
During a left ureteroscopy, two moses d/f/l micron laser fibers (lot #50140120, ref # ac-10030100) failed with both the new (# 816197) and old (# 234563) holmium lasers. The issue causes a 20-minute delay in patient care in the or. The laser worked normally when using the 365-micron laser fiber.